Event description:
It was reported that, when powered on a 980 ventilator generated a battery error message. There was no patient involvement at the time of the event. The service engineer (se) inspected the device. The se found a diagnostic code relevant to the alleged issue recorded in the memory logs. The se replaced the battery, battery backplane, breath delivery (bd) power controller and power distribution. The se performed extended self-testing on the device and all tests passed.